Event description:
While troubleshooting with bec customer technical support (cts) for high monocyte results for one patient, a customer found a leak of bluish fluid (10ml) in their coulter lh 500 hematology analyzer that leaked onto the counter. The customer was unable to determine the source of the leak. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found blue stripped tubing popped off feed through fitting ff151 at pinch valve pv43 and solenoids 56, 58, and 59 on mf15 were corroded and not responding. The solenoids are responsible for delivery of stabilyse. Additionally fse found that solenoids 14 and 15, responsible for primary aspiration on manifold mf3, were not functioning properly and badly corroded probably from the leak. Fse suspected corrosive salt bridges formed inside quick disconnect as a result of previous leaks that caused multiple solenoids to simultaneously fire when only one solenoid was designed to fire. Fse indicated that wiring harness to mf3 should be replaced to prevent further corrosion damage from causing similar issues in the future. Fse replaced mf15 and cleaned solenoids 14 and 15 on mf3. Upon follow up with customer the next day, they informed fse that the instrument was functioning with no issues. The cause of the leak was tubing popped off ff151 at pv43 causing corrosion of several solenoids on mf15 and on mf3. (B)(4).